Event description:
It was reported that a malfunction occurred on the pump after the customer went into the pool. The reported blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer was advised to use an alternate insulin delivery method in the meantime, and technical support arranged for a replacement pump to be sent. Instructions were provided for returning the malfunctioning pump, and the customer was informed about the availability of training for the new pump.